Event description:
Lyme testing kits from lot#011 performed with reduced sensitivity compared to other lots. Some pt samples, subsequently testing positive for antibodies to borrella burgdorferi, were found negative using this lot of kits.